Event description:
It was reported that during a da vinci-assisted surgical procedure, that the medium-large clip applier instrument will not hold clips, misaligned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "will not hold clips, misaligned". Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The medium-large clip applier instrument was found to have failed the clip test. The clip would fall out when loading it onto the grips of the instrument. Additional observation not reported by site that is related to the primary failure was observed: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.039" offset at the tips. As a result, the clip could not be properly loaded on the grips.